Event description:
The user reported that during inner dilator and wire removal during an ep case, the wire broke just above the hub of the sheath outside of the pt¿s body. The broken piece was removed from the sheath without any complications. No harm or injury was reported.

Manufacturer narrative:
Device eval ¿ one used suspect device was returned for eval. The user did not specify if this was the initial use of the device. The device history record was reviewed can found no exception documents. A follow-up report will be submitted when the eval has been completed. Eval: results ¿ process eval. Results ¿ results pending completion of eval. Conclusions ¿ conclusion not yet available- eval in progress.